Manufacturer narrative:
(B)(4). Date sent: 10/29/2019. Additional information received: the lot number provided, 18605 is invalid. It does not correspond to a finished linx device. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? No information, because the patient has the data when using the linx sizing device what technique was used to determine the size? Sizer did the patient have an autoimmune disease? No is the patient currently taking steroids / immunization drugs? No did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No how severe was the dysphagia/odynophagia before intervention? Strong with weight lost were there any intra-operative complications during implant? No known was there any hiatal or crural repair done at the same time as the implant? Yes were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Not known what was the reason for removal of the linx device? Please have a look on question 5 was the device found in the correct position/geometry at the time of removal? Yes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 12/04/2019. Device analysis: the analysis of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device. The link length and tensile test measurements meet the specification. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? What was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that lxm15, lot 18605 implanted (B)(6) 2015 ((B)(6)). On (B)(6) the 1st came the patient into the hospital for on endoscopy control because of his persistent ailments (dysphagia). The patient suffered from persistent dysphagia and scarred stenosis. On march the 2nd the linx band was explanted. Currently the patient is fine. No more information is available.